Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffers from cochlear hypoplasia and large vestibular aqueduct syndrome (lvas) and had 2 bouts of meningitis since implantation. The patient has now recovered. A surgery is scheduled for (B)(6) 2015, to assess location of a chronic csf leak and to seal it.

Manufacturer narrative:
Conclusion: based on the received information, the patient had two bouts of meningitis post-operatively. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of the meningitis. This is most likely related to the observed patient condition; patient has cochlear hypoplasia, lvas and chronic csf leakage. A revision surgery was taken out to assess the location of leakage. The csf leakage was from a small fistula under the rw. This has now been successfully repaired and the patient is doing well. The concerned device remains implanted and in use. This is a final report.

Event description:
The patient suffers from cochlear hypoplasia and large vestibular aqueduct syndrome (lvas) and had two bouts of meningitis since implantation. The patient has now recovered.